Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to another device (ultra2). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. During the call, the patient stated that the alleged meter inaccuracy first began on (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿156 mg/dl¿ with the subject meter and ¿69 mg/dl¿ on the other device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin 500 mg twice daily) and self-adjusted insulin (21 units of nph and 13 units of lispro). As a result of the alleged issue, the patient claimed that her dose of insulin was increased during a doctor¿s office visit on (B)(6) 2016 at 1:00 pm and that her dose of metformin was also increased to 1000 mg twice daily on (B)(6) 2016 at 1:00 pm. During the call, the patient reported developing symptoms of feeling ¿shaky and weird¿ on the evening of (B)(6) 2016, one week after the alleged issue began; symptoms she associated with low blood glucose. There is no indication the patient received any medical treatment/intervention for her symptoms. The patient claimed that she performed blood glucose tests on another device (ultra2) on (B)(6) 2016 at 10:06 pm and 10:46 pm and obtained results of ¿59 mg/dl¿ and ¿69 mg/dl¿ respectively. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.